Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient presented for an implant procedure. The left ventricular lead could not be inserted in catheter,the lead was not used. The physician implanted a new lead without issue. The patient was stable before, during and after the procedure. The patient will continue to be monitored.